Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a sensor glucose reading of 55 mg/dl and a blood glucose of 82 mg/dl. Customer stated that the pump was going off for a threshold suspend alarm. Customer's current blood glucose was 82 mg/dl. Customer does not exhibit symptoms of low blood glucose. Customer's suspend threshold limit was 60 mg/dl. Customer was advised to monitor the sensor and readings.